Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Patient weight unknown / not provided. Brand name unknown / provided. Type of the device unknown / not provided. Additional device information unknown / not provided. Device manufacturer date unknown / not provided. Premarket identification unknown / not provided. Device manufacturer date unknown / not provided. One unknown zimmer implant was returned for investigation. Visual evaluation of the as returned implant identified fracture at the collar with screw fragment inside. Functional testing could not be performed since the product was fractured. Pre-existing condition noted on the per was moderate bone density ¿ type ii. The reported device had been placed on tooth #46 (fdi). X-ray picture provided in per with implant shown placed in patient¿s mouth. Device history record (DHR), sterilization, and complaint history review could not be performed, as the subject lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.

Event description:
During product evaluation an unknown fractured screw was identified.

Event description:
The investigation results have been updated since there was no screw fracture.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).; after additional information was received on jan 18, 2023, it was determined that this event no longer meets the criteria of a malfunction that if it were to recur would cause or contributed to a death and / or serious injury. As a result, the prior submission for MFR- 0001038806-2023-00026 submitted on jan 10, 2023 is no longer considered a reportable event by the manufacturer and no further report will be submitted for this event.